Event description:
The customer reported that wile the unit was in use on a pt the unit lost augmentation. The pt was switched to another unit but they had the same problem. Then they noticed that the drugs being administered to the pt via IV wee dripping on the floor. Once this was corrected the unit operated normally. No pt injury was reported.